Manufacturer narrative:
(B)(4). Eval: results: (cva/stroke). Eval: conclusion: no conclusion can be drawn.

Event description:
The pt had one endeavor sprint otw stent implanted on the day of the index procedure in the mid rca. A staged procedure was also performed in the mid lcx and the pt had another endeavor sprint otw implanted. It was reported that approx one month after the index procedure the pt suffered from cardiac arrhythmia and sick sinus syndrome and had a loop recorder inserted due to systematic cardiac arrhythmias. It was stated that the event had a remote relationship to the study device/drug/procedure. Six months from the index procedure, the pt had an episode of left sided weakness and difficulty with speech. CT scan of head showed no acute findings. Pt states symptoms improved quickly and were completely resolved. Reference MFR report number 9612164201100686.